Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents noticed reduced responses to sound since 1 week. No accident or trauma has been reported. Further medical intervention is considered.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's parents noticed reduced responses to sound since 1 week. No accident or trauma has been reported. No date for surgery has been scheduled yet.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's parents noticed reduced responses to sound since 1 week. No accident or trauma has been reported. The user has been re-implanted on (B)(4) 2018.